Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, a21 error test and self test. The insulin pump was programmed and monitored for 1 day, no display anomaly noted, the motor function properly during testing, no hot motor anomaly noted, the no drive motor anomaly noted, no moisture damage noted on electronic assembly or on motor. The motor was tested outside of the device and passed. However, the insulin pump was received with debris under the display window, cracked case at the display window corner, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a milky display, numbers were hard to read. Customer's blood glucose was unknown. Motor was running hot often. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.